Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting the low glucose alarm did not sound while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and had a seizure and a loss of consciousness. A third-party treated customer with injection of glucagon, and emergency services were called. Emergency services treated the customer with an unspecified intravenous serum and brought the customer to the hospital for observation. No further treatment was reported. There was no report of death or permanent injury associated with this event.